Event description:
The customer contact reported unrestricted flow. On an unspecified date and time, an unspecified channel of the device was programmed to deliver an unspecified concentration of tridil when in use. No specific programming parameters were provided. After an unspecified length of time, the nurse pressed the stop button to stop the delivery, disconnected the tubing set from the pt, and ejected the tubing set from the device. At that time, the nurse noted fluid on the floor and the reported the flow stop of the tubing set was not closed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt while the device was in clinical use. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.